Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Evaluation summary: the actual sample was returned for evaluation. The sample was evaluated for broken plate and the locking mechanism was broken. When the locking mechanism is broken, the plate remains open. It¿s not possible to assemble a sample with a broken locking mechanism at the manufacture line. Therefore other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please confirm the lot and qty involved, provide correct lot information. It was reported additionally that the lot number is jt8724. Qty involved is 1 product. No further information will be provided attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 where a reservoir was used. The plate of the reservoir was broken during use on ward. Further details are not provided. There were no adverse consequences to the patient.